Event description:
It was reported that the balloon ruptured. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 10 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).